Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was returned for evaluation. The customer reported issue was confirmed. The root cause of the collapsed septum is attributed to the use of the steel cannula of the bd twinpak directly into the interlink septum, which is contraindicated on the bd product itself. While use with a needle is allowed, the drastically differing design of the steel cannula likely caused the collapsed septum. The batch review did not indicate any abnormalities. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink injection site in which "half the end disconnected from the hub." According to the report, a nurse was attempting to begin an infusion of normal saline by connecting this interlink site to the saline container via a becton dickinson (bd) twin pack (B)(4). She accessed the interlink site with the bd twin pack, turned away for a moment, then noticed that the connection was leaking blood. Upon inspection, the reporter stated that half of the hub displaced into the cap during flushing and the other half is "hanging off the side." This condition occurred during patient use. The reporter stated that the bleeding was stopped, the hub was replaced, and the infusion began without further incident. The (B)(6) female patient "is perfectly fine." Approximately 3-4ml of blood was lost. There was no patient injury or medical intervention associated with this event. No additional information is available.